Event description:
On (B)(6) 2023, the lay user/patient¿s husband contacted lifescan (lfs) united states, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy occurred on (B)(6) 2023. No specific readings were provided. The patient manages her diabetes with insulin (around 10 to 20 units on a sliding scale, morning and night). The reporter claimed the patient took an increased dose of 21 units in response to the alleged issue. That same day, after the issue occurred, the patient developed symptoms of ¿weakness, hot sweat, without energy and disorientation¿ and went to the hospital where she was given juice and glucose gel as treatment to increase her blood glucose. After treatment, the patient received a blood glucose result of ¿108 mg/dl¿ on the unspecified hospital meter. The reporter stated that the patient was also advised not to take her medication in that way again. The reporter did not have the testing supplies available and was unable to troubleshoot. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.